Event description:
It was reported that the patient was implanted an unknown ncb trauma plate on (B)(6) 2012. Plate broke after delayed union without trauma and was revised on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assesment, an amended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).